Event description:
It was reported that approx two yrs following a coronary artery drug eluting stenting treatment procedure, the site learned of the pt's death. Coronary angiography in 2004 revealed: svg graft to rca-90% occluded. Per discharge summary, there was noted worsening of renal function. Two days later, the pt was transferred to the study site for intervention (s/p mi, per discharge summary). On admission, the pt was noted to be in pulmonary edema and had symptoms of volume overload. His blood pressure meds were adjusted and he was staretd on diuretics with good response. The following day, the pt was enrolled in the arrive program. Target lesion 1 was located in the svg to distal rca (cass site 103) with 90% stenosis and was 5.0mm long with a reference vessel diameter of 3.5mm. Target lesion 1 was treated with predilatation and a 3.5x16mm taxus express2 stent, with 0% residual stenosis. Postoperatively the pt developed anemia and was treated with transfused blood products. His blood pressure remained stable and blood pressure meds were adjusted. He was also noted to be significantly debilitated. The pt was noted to be hemodynamically stable and was discharged 5 days after the procedure on asa and plavix. During the 2 yr follow-up period, the site learned that the pt had expired (date unk). The cause of death is unk. Per the site the pt had been successfully contacted for 6 and 12 mos follow-ups. The pt had reported no hospitalizations and no changes in med. Repeated attempts to obtain info from the family have been unsuccessful. Site has confirmed that they do not have a social security number for this pt and could not obtain date of death from social security index.

Manufacturer narrative:
The complaintant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available; a supplemental medwatch report will be filed.